Event description:
The star total ankle replacement tibial component, sliding core mobile bearing, and talar component was removed due to an ankle infection.

Manufacturer narrative:
Add'l removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-140, lot #: 1010028, expiration date: 11/01/2015, date of implantation: (B)(6) 2012, date of explantation: (B)(6) 2013, device manufacture date: 11/2010; star total ankle replacement, talar component, model #: 400-254, lot #: 091204/0662, expiration date: 04/01/2015, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2013, device manufacture date: 04/2010. There were no deviations reported in the DHR for part number 400-140 lot 1010028. The DHR for part no. 400-264 lot 100114/0317 noted that (B)(4). The DHR for part no. 400-254 lot 091204/0662 noted that (B)(4); all released parts were within specification.